Manufacturer narrative:
Rayner has allocated the reference (B)(4) to this case. Slit lamp photographs were provided to rayner for review by the distributor in (B)(6). The slit lamp photographs received were sent to a clinical consultant for review. The feedback received from the clinical consultant is as follows: "the pictures certainly show at least coating on the surface of the iol. Whether the substance of the iol is also opacified or not is difficult to tell from the pictures supplied. The iol is dislocated and there is pc rupture. Iol surface deposits and substance opacification occurs in 'sick eyes'. This particular eye has a very long history of multiple problems, multiple surgeries and interventions and the deposits on the iol are related to these. In my opinion, following factors may have contributed to a chronic inflamed eye leading to surface deposits on iol. Diabetes, proliferative diabetic retinopathy, vitreous haemorrhage, intra-vitreal injections of avastin, posterior capsule rupture which must have happened during complicated surgery. Exposure of iol to vitreous etc. When iol is exposed to chronic inflammation, various surgeries, injection of pharmaceutical agents such as avastin, the risk of surface deposits increases significantly. This can happen with any iol". The iol has been explanted and returned to rayner.

Event description:
Rayner intraocular lenses limited received notification from the distributor in (B)(6) of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the healthcare professional observed the development of opacification in the post-operative period.